Manufacturer narrative:
H2: additional information ¿h6¿. H3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image reveals the anchors have been detached from the needle. The image also appears to reveal the t2 anchor removed from suture. A visual inspection revealed the device was returned outside of original packaging. The t2 anchor was returned with the device. The anchor was attached to the suture. The t1 anchor was not returned and was cut from the suture. The needle has been bent more than intended. The suture knot had been tightened down to the t2 anchor. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Health effect - impact code updated. H3, h6: the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image reveals the anchors have been detached from the needle. The image also appears to reveal the t2 anchor removed from suture. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during a meniscus repair using ultra fast-fix, t2 was not secured in the meniscus. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported.